Event description:
The user facility reported an 81-year-old male undergoing an aortic valvuloplasty was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was loaded and placed into the left ventricle outflow tract (lvot). After several attempts the impella would not advance further. The physician removed the wire and started the impella, stating that the impella pulled itself in when turned on. The impella started and flows were normal. However, the motor current was barely pulsatile. The physician did not like this placement and after much manipulation the impella was removed. The impella was flushed while a pigtail and .018 wire was placed back into the ventricle. The impella was re-prepped and loaded onto the wire. The impella once again got caught in the lvot and would not pass any further. The impella insertion was aborted due to the patient¿s anatomy. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the delivery issue was use related as the location of the resistance was the aortic valve as the patient had transcatheter aortic valve replacement (tavr).